Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported falsely depressed sodium (na) results on two patients generated on the alinity c processing module. The results provided were: on (B)(6) 2021 (B)(6) initial na = 108mmol/l (normal range 133-146mmol/l) / retest = 143mmol/l. Additional na fliers were reported but only results for one was provided: on (B)(6) 2021 (B)(6) initial= 106mmol/l / retest = 139mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) inspected the analyzer and determined the sample syringe assy (part # c-35016391-01) was the issue. The fse replaced the part, which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review of the alinity c processing module, serial number (B)(6), revealed no additional erratic or discrepant patient results reported as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The alinity ci-series operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results. The alinity I service documentation provides removal and replacement procedures for the sample syringe assy. A review of historical data for the sample syringe assy (part # c-35016391-01) revealed no trends, systemic issues, or nonconformances. A product monitoring review of the alinity c platform found no systemic issues or trends for the issue associated with this complaint. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6), or the sample syringe assy (part # c-35016391-01) was identified.